Manufacturer narrative:
Initial and final MDR 1987220, device 3 of 3. E1: patient city: (B)(6). Patient country: united states. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient faced the adhesive events of with three infusion set on 17-aug-2024. Infusion set was fell off due to sweating. Patient also experienced low blood glucose level. Blood glucose level was 50 mg/dl at the time of the event. Patient went ot emergency room and later was hospitalized. Patient was treated with IV insulin drip. No further information was available.